Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported that his cgm value was ¿low¿ (no specific value reported). The patient did not have a bg meter to use for a comparison. The patient was asymptomatic and self-treated by ¿eating something¿. At an unspecified time later, the patient started vomiting. At this point, the patient suspected he was hyperglycemic, so he was taken to the emergency room (it could not be recalled by who). At the ER, the patient¿s bg meter was taken but he can not recall the specific value. The patient was treated with insulin injections (which indicated the patient was hyperglycemic) and was discharged home the following day (24 hours) once his bg levels stabilized. The patient was ¿fully recovered¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.